Manufacturer narrative:
The pump was received with blank display due to moisture damage at the electronic assembly. The pump was received with moisture damage at motor. The displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime, and excessive no delivery test were unable to be conducted due to blank display. The pump was received with minor scratched display window. The pump was received with cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had moister damage from shower. The customer states there was fluid inside the pump and it was vibrating nonstop with no alarms. The customer's blood glucose level was 175mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.